Event description:
Md inserted device to implantable mesh for inguinal hernia repair. Device did not fire after a few attempts to ¿tack¿ mesh to tissue. Another type of tacker was then used to finish procedure without incident. Add¿l info: (B)(4).